Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.